Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that a 128 call service alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the black box showed evidence of replace battery alarms. An ezprime sequence and 24 hour duration test were successfully completed with alarms duplicated. There was no evidence of moisture found inside pump. The battery terminal contacts were inspected and no evidence of intermittent contact was found. The complaint was verified in the history but not duplicated during testing. Unrelated to the initial complaint, the display screen had a dim/pinkish contrast. The battery compartment was cracked from the bumper pad tothe cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.